Manufacturer narrative:
From the available information, a general reagent issue could be excluded. The observed differences in ft4 values generated with the roche assay and abbott assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft4 iii results for one patient tested on two cobas 8000 e 801 modules. The elecsys ft4 results were reported outside the laboratory. The patient's physician requested re-measurement of the sample. The customer performed testing with the patient's sample on a wako accuraseed analyzer, and the patient's sample was sent for an investigation and tested on an e 801 module and an abbott architect analyzer. Refer to the attachment on the medwatch for all patient data. The customer's e 801 module had a serial number of (B)(4). The ft4 reagent lot number was requested but not provided. The investigation's e 801 module had a serial number of (B)(4). The ft4 reagent lot number was 572941 with an expiration date (B)(6) 2022.